Manufacturer narrative:
The investigation determined a non-reproducible, unexpected (B)(6) was obtained from a single in-house qc fluid tested on a vitros 3600 immunodiagnostic system. A definitive assignable cause for the unexpected (B)(6) could not be determined. The possibility that (B)(6) or poor vitros 3600 system performance had contributed to the result could not be confirmed or ruled out entirely as a contributor to the event.

Event description:
An ortho clinical diagnostics (ortho) quality assurance analyst reported a (B)(6) sample, qcb9 on a vitros 3600 immunodiagnostic system. This in-house quality control fluid is considered to be (B)(6). The (B)(6) for qcb9 could not be reproduced when later repeated. Vitros ahbs lot 2790 sample qcb9 result 16.2 miu/ml versus expected result of (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if the event were to occur undetected involving patient samples. No patient results were questioned. However, the investigation cannot conclude that patient samples would not be affected if the event were to occur undetected. There was no allegation of actual patient harm as a result of this event and the result was not reported to a physician. (B)(4)